Manufacturer narrative:
On 4-dec-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and an irrigation issue occurred. At the end of the procedure, when the octaray was pulled out from the patient¿s body it was noticed they did not have even flow from the lumen. The issue was noted while the device was being used on patient. They replaced the catheter to resolve the trouble. The procedure was successfully completed. There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31268481l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and an irrigation issue occurred. At the end of the procedure, when the octaray was pulled out from the patient¿s body it was noticed they did not have even flow from the lumen. The issue was noted while the device was being used on patient. They replaced the catheter to resolve the trouble. The procedure was successfully completed. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub and the wire got stuck at the tip area. Finally, the tip was dissected and the irrigation tube was inspected, and it was found the irrigation tube found folded at the tip section. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and an irrigation issue occurred. At the end of the procedure, when the octaray was pulled out from the patient¿s body it was noticed they did not have even flow from the lumen. The issue was noted while the device was being used on patient. They replaced the catheter to resolve the trouble. The procedure was successfully completed. There was no patient consequence.